Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the material could not be further identified. As the device was not returned to the legal manufacturer, a further cause of the suggested phenomenon could not be presumed. The suggested event is detectable and preventable by handling the device in accordance with the following instructions for use (IFU): the preventive measures are contained in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. The preventive measures are contained in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, angle rubber leaking, distal end light guide rod lens chipped/scratched, charged coupled device cover lens scratched, distal end covers sharp edge, angle rubber glue cracked, bending tube deformed, air/water nut painting peel off, suction cylinder deformed, universal cord wrinkled/scratched, connector plug unit cracked, right/left up/down knob angulation play, right/left up/down knob angulation less or specified value, distal end air water channel less or specified value, and suction function/suction flow failed. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis exera iii colonovideoscope, having stuck air valve. Upon inspection and testing of the customer returned device, foreign material was found clogged in the scope suction cylinder due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.